Event description:
It was reported that a month after implant, the atrial lead was dislodged. The lead had loss of capture and no sensing. The lead was replaced. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d354trg implantable cardioverter defibrillator 2011-(B)(6), mdt-lead implantable pacing lead 2011-(B)(6). (B)(4).